Manufacturer narrative:
A replacement unit was provided to customer.

Event description:
Customer reported a signal loss issue with the panorama central station's ambulatory telepack, which may have affected telemetry monitoring. No pt injury was reported.